Event description:
It was reported that log files were submitted for review. The patient had low flow alarms in the setting of high mean arterial pressure (maps) and elevated lactate dehydrogenase (ldh) with suspected thrombus in outflow graft. It appeared that the log files captured low flow events on 08jan2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. On (B)(6) 2026 the patient was diagnosed with eogo by computed tomography (CT) and will undergo stenting procedure on monday. The patient was having driveline communication fault alarm. It was recommended to wait to intervene with the communication fault alarm until after stenting on (B)(6) 2026. It appeared that the event log captured several low flow events with flow hovering right around the 2.4 to 2.5 lpm. These patterns seen in the log can be seen when there is the possibility of an obstruction in the ventricular assist device (vad) circuit. Also noted driveline comm faults starting on (B)(6) 2026 at 1708 and continued for the remainder of the log. On (B)(6) 2026 additional log files were submitted to evaluate continuous low flow alarms associated with outflow graft obstruction and driveline communication fault. It appeared that the event log file captured low flow alarm events on 12jan2026. There was an active driveline comm fault alarms as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of extrinsic outflow graft obstruction (eogo) could not be confirmed based on the provided information; however, review of the log files confirmed multiple low flow alarms as well as driveline communication fault alarms. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported elevated mean arterial pressure and lactate dehydrogenase (ldh) could not be conclusively established. The submitted system controller event log files contained events from 08jan2026 through 12jan2026. Intermittent low flow hazard alarms were captured on (B)(6) 2026. Additionally, a continuous low flow hazard alarm was captured between (B)(6) 2026. Additionally, a driveline communication fault alarm was captured between (B)(6) 2026. This alarm did not affect the pump¿s ability to support the system. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hypertension and hemolysis. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including low flow and driveline communication fault alarms, as well as the appropriate actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.